Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced concerns about the reservoir and piston, reservoir was empty within 1 day, low reservoir did not alert them as expected. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test. However, unit failed rewind test due to jammed gearbox, unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump and carelink. Pump alarmed insulin flow block alarm on 11/05/2025 17:54:46.000. No low reservoir alert noted in pump download history on event date or during analysis. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Confirmed abnormal motor rewind noted during analysis. Pump failed to rewind due to jammed gearbox. Absence of alarm not confirmed during analysis. Low reservoir anomaly unknown due to jammed gearbox. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.